Manufacturer narrative:
Updated field: d9, g3, g6, h2, h3, h6, h11. Duragen (unknown product ID) was not returned; therefore, failure analysis is not possible since the unit was used and not available for evaluation. Additionally, lot number information has not been provided; therefore, the device history record (DHR) could not be reviewed. As part of our investigaton, a medical assessment was performed to evaluate the possible relation between the reported event and product use. The assessment concludes the following: ¿based on the complaint information and reviewed to date, there is insufficient information to conclude the reported fever and meningitis were due to the duragen. No complaint trend signal has been identified for the reported condition. The complaint report lacks any detailed information, timeline of events, including the timeframe of implant date to incident date, relevant patient medical history, laboratory and diagnostic test with results (including cultures, type of organism, CT scan, etc.), treatments/interventions, details surrounding the intra-operative procedure, surgical technique, any concomitant devices used, and post-operative care. Although the specific duragen product ID and lot number of the implanted duragen were not provided for this complaint, the instruction for use (IFU) for duragen® dural graft matrix, for example, state: - duragen dural regeneration matrix is supplied sterile, in single use, double peel packages in a variety of sizes. - contents of the package are guaranteed sterile and nonpyrogenic unless the package is opened or damaged. - rinse surgical gloves to remove any glove powder prior to handling duragen. - duragen should be used with caution in infected regions. - adverse events: possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infection, delayed hemorrhage and adhesion formation. In clinical evaluation involving 1096 patients, postoperative wound infection rates for integra¿s dural regeneration matrix were reported at approximately the same rate as the control group. Therefore, the complaint is considered unconfirmed, and the root cause cannot be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the patient developed a fever after surgery. The meningitis is subsiding, but the temperature is still high.